Event description:
Report #2 of 2 for this event. It was reported a patient underwent a left knee revision five (5) years, seven (7) months after their initial left knee arthroplasty. Subsequently, approximately five (5) months after their revision, the patient experienced infection (unspecified). As a result, approximately ten (10) months after the unspecified infection, the patient underwent a 2-stage revision. Operative notes were provided. Intraoperatively, the surgeon observed effusion and synovitis. The patient was revised to a competitor's construct. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01373. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.